Event description:
It was reported that during a shoulder arthroscopy the volume control does not work. There was a surgical delay greater than 30 minutes. No backup device was available.

Manufacturer narrative:
Device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found no damages or manufacturing abnormalities on the exterior of controller. The returned device was tested using a known good compatible wand; which was found that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors that can lead to volume control issue include: 1. There may have been an issue with another device used as part of the system. 2. The speaker may have been muffled or other noises canceling out the speaker. 3. The volume control may have been turned down or the operator may have turn the volume control the wrong way and lowering the volume too low for the controller to be heard. There were no indications to suggest the device did not meet product specifications upon release into distribution.